Manufacturer narrative:
The suspect device is not available for return to conmed for evaluation. Co is unable to confirm the reported event. The system 5000 operations manual states: "1.1 cautions. This equipment, in conjunction with connected accessories, is intended to produce high-frequency electrical energy for the controlled destruction of tissue. Safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood and followed in order to ensure safe and effective use of the equipment." "1.1.1 cautions for equipment preparation. The system 5000 is equipped to connect three monopolar accessories at one time for the convenience of the surgical staff. Unused accessories should be stowed in a safe, electrically insulated place such as a non-conductive holster, isolated from the patient. Co recommends accessories not be connected unless needed."

Event description:
After the pencil had been in use, the physician layed the pencil down on the drape covering the patient. The drape immediately caught on fire and the patient was burned.